Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that it was taking a longer time to charge their implantable neurostimulator (ins). It was noted that it would take a whole afternoon for the patient to charge the ins and the patient was unsure if the issue was in her head or an actual issue. On (B)(6) 2016, a manufacturer representative (rep) reported that they planned to meet the patient on (B)(6) 2017 but no new information was provided; if additional information is received, the event will be updated. There were no reports of medical or therapy issues and no patient symptoms reported. Indications for use include: chronic low back pain and spinal pain.